Event description:
A malfunction was reported involving a mobi pump, identified by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. The customer initially lacked access to the necessary equipment to reset the pump. However, technical support later provided instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues. No further action was required, and the case was closed by technical support.